Event description:
Caller reported that the pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the caller, who was advised to revert to multiple daily injections as a backup therapy. Instructions were provided on how to enter storage mode, and the caller acknowledged understanding the process for returning the defective pump to tandem. Additionally, the replacement pump would contain updated software, and guidance was given regarding the use of sensors with the new device.